Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2026, the doctor found cuff leakage leakage when doing testing before using on patient."

Event description:
It was reported that: "(B)(6) 2026, the doctor found cuff leakage when doing testing before using on patient."

Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage was confirmed upon investigation of the returned sample. The customer returned one actual sample with its original packaging. Based on the functional inspection conducted on the returned complaint, leakage was noted on the bronchial cuff. Further visual inspection under the digital microscope, a localized tear was observed on the cuff surface. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the complaint of leakage was confirmed and attributed to a tear on the cuff. However, the root cause of the defect remains undetermined at this stage. Teleflex will continue to monitor and trend on complaints of this nature.